Event description:
A hospital in (B)(6) reported the following: "the pressure gauge [on an rd900 neopuff infant resuscitator] increases in pressure but then stays at the reading even though the pressure has been removed". No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint manometer was received for testing. The manometer was visually inspected for damage and was tested for functionality. Results: the manometer was undamaged. When no pressure was applied, the manometer needle correctly pointed to 0 cmh2o. When pressure was run through the neopuff valve system, the manometer showed correct readings. A lot check revealed no other complaints of this nature for lot number 080213. Conclusion: no fault was found with the complaint manometer as it passed all performance tests and displayed the proper values at rest and when pressure was applied. The neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Furthermore, the neopuff technical manual states the following: "the integrity of the system and manometer should be checked prior to first use, annual and after servicing"; "warning dropping of the f&p neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks [as outlined in the manual] before connection to a patient".